Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device was explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; broken on anterior, posterior and radius, red particles in the gel and underweight. A visual and microscopic analysis was performed which identified; sharp broken on radius and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.